Event description:
Event description boston scientific received information that this pacemaker had a recorded a lead safety switch had been triggered, due to an atrial lead impedance of greater than 2500 ohms. It was also noted that there was a loss of atrial capture. Pacing in the atrium only 8% of the time. The device was reprogrammed to vvi. At the follow up visit one month later,it was noted that the patient was oversensing on the ventricular channel. The intrinsic r-waves were 3.9mv, the sensitivity was decreased to 3.0mv from 2.0mv. In the bipolar configuration the lead impedance was stable at 540ohms, the unipolar configuration impedance measurement was about 220ohms. The impedance measurement was unchanged with isometrics but, there was a little noise created. The patient is not pacemaker dependent and had no symptons or adverse effects.